Event description:
This rv lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2008 due to an unknown product performance issue. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).